Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system and obtained erratic results all above the customer's normal reference range. The customer also analyzed the patient's sample on an alternate methodology (the abbott I-stat) which produced a lower result. The elevated accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,600 rpm (rotations per minute) for five (5) to ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse noted that there were wash pump motion errors logged by the system. The wash pump was proactively rebuilt. There was no evidence to suggest that the wash pump contributed to the non-reproducible access accutni+3 results as all system parameters were within specifications at the time of the event. The fse then performed additional proactive countermeasures on the instrument and verified performance via a high sensitivity system check and fifteen (15) replicate precision test. All verification testing passed within published performance specifications. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.